Manufacturer narrative:
The creatinine reagent lot number was 698290. The reagent expiration date was requested, but not provided. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The field service engineer cleaned the ise box and o-ring. The reference electrode was missing an o-ring. Rinse tubing was checked. The cuvette wash water level was adjusted and the system was decontaminated. The sample probe wash water level was checked and adjusted. A pump diaphragm was replaced and the vacuum tank was cleaned. A vacuum bottle was replaced. A cell blank was performed. An ise check and calibration were ok. Precision studies and controls passed. No further issues have occurred since these actions were performed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested on a cobas 6000 c501 module. The customer provided examples of three samples with discrepant results. Results for the following assays were affected: na electrode, k electrode, cl electrode, and the cobas integra creatinine plus ver.2 assay. No questionable results were reported outside of the laboratory. The samples were repeated on a second analyzer due to abnormally high values. Sample 1 initial results: na = 169 mmol/l k = 5.95 mmol/l cl = 127.4 mmol/l sample 1 repeat results: na = 141 mmol/l k = 4.76 mmol/l cl = 105.2 mmol/l sample 2 initial results: na = 278 mmol/l k = 6.53 mmol/l cl = 198.1 mmol/l creatinine = 2.39 mg/dl sample 2 repeat results: na = 139 mmol/l k = 4.08 mmol/l cl = 103.5 mmol/l creatinine = 0.76 mmol/l sample 3 initial results: na = 150 mmol/l sample 3 repeat results: na = 139 mmol/l